Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: radiographic report mentions no obvious loosening, bone resorption or other abnormalities. However, bone scan and follow up physical exam on (B)(6) 2010 report minimal component loosening. Loosening, in general, can be due to many factors including, but not limited to, insufficient bone contact with the implant, micromotion, patient activity, or patient weight. It is possible that the reported loosening might be causing the pain; however, the exact cause cannot be conclusively determined with the available information. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened.

Event description:
It is reported that the patient is presenting with pain and swelling.